Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the white foreign material found in the auxiliary jet tube, air/water tube, and air/water cylinder tube could not be established. Additionally, no illumination was obtained due to a breakage of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service technician identified white foreign material in the auxiliary jet tube, air/water tube, and air/water cylinder. Additionally, no illumination was obtained. There was no patient involvement.